Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that burrs were found on the tip of the bd emerald¿ syringe. The following information was provided by the initial reporter, translated from (B)(6): "burrs were observed on the tip of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that burrs were found on the tip of the bd emerald¿ syringe. The following information was provided by the initial reporter, translated from (B)(6): "burrs were observed on the tip of the syringe."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303128 and lot number 1125584. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this record, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, flashes on the barrel tip were observed. The flashes were produced during the injection molding process, as a result of a punctual issue related to the closure of the mold component.

Event description:
It was reported that burrs were found on the tip of the bd emerald¿ syringe. The following information was provided by the initial reporter, translated from french: "burrs were observed on the tip of the syringe."